Manufacturer narrative:
The device was returned for analysis on 9/1/2015. Complaint conclusion: during the coil embolization of a middle cerebral artery aneurysm, there was resistance felt, and the deltapaq coil (cdf10051530/c27914) could not advance in an unspecified microcatheter. The coil and microcatheter were removed from the patient. The microcatheter was re-shaped and used with a new coil to complete the procedure. A continuous flush had been maintained through the microcatheter and the devices had been used as per the instructions for use (IFU). The devices appeared normal prior to use. There was no report of patient injury or clinically significant delay in the procedure. The deltapaq was returned for analysis. Located at the proximal end of the resheathing tool, the coil and core wire protrude outside the sheath for the entire length. The proximal end of the coil has compression and buckling damage. The coil¿s socket ring has been pushed down inside the outer sheath. Located distal to the damaged section the remainder of the coil is undamaged. The resheathing tool was found to have been advanced onto the proximal end of the green introducer. Located 38.0 centimeters off the proximal end is a severe kink to the core wire. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged with the damaged edges raised above the surface plane. The locking mechanism section has compression and stretching damage. No manufacturing defects were found. The most likely contributing factor to the coil encountering resistance and becoming stuck may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which pushed the coil¿s socket down inside the outer sheath and caused the coil and core wire to protrude outside the sheath. In this condition severe resistance will be encountered and the coil will not be able to be advanced. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The resistance between the deltapaq and the unspecified microcatheter could not be confirmed without the return of the microcatheter and due to the condition of the returned device. The root cause of the resistance could not be determined. The damages found on the device may have been related to procedural/handling factors addressed in the IFU. There was no evidence of a manufacturing issue related to the event; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Event description:
During coil embolization of a middle cerebral artery aneurysm, there was resistance felt, and the deltapaq coil (cdf10051530/c27914) could not advance in an unspecified microcatheter. The coil and microcatheter were removed from the patient. The microcatheter was re-shaped and used with a new coil to complete the procedure. A continuous flush had been maintained through the microcatheter and the devices had been used as per the instructions for use (IFU). The devices appeared normal prior to use. There was no report of patient injury or clinically significant delay in the procedure.